Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine (10 mg/ml at 11.438 mg/day) and bupivacaine (1 mg/ml at 1.1438 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that an active motor stall was seen upon pump interrogation. The stall was active. The hcp requested assistance silencing the alarm and setting the pump to minimum rate. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received from a hcp and a consumer. It was reported that the hcp turned the pump off "the other day" (later reported as (B)(6) 2019) due to the motor stall and alarming. The alarming started (B)(6) 2019. A refill was not missed, the patient had a refill the week prior to (B)(6) 2019. Pain started wednesday after they shut the pump off ((B)(6) 2019) and it had progressed since then and the patient had to go to the hospital on (B)(6) 2019. The patient had to go to the emergency room (ER) on (B)(6) 2019 because of the pain and theysaid the oral medications were not "even touching the pain." Per the patient, the pump would have to be replaced because it had stopped working and was stopping by itself. The patient may have found a new hcp and had an appointment with him on (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
Patient code c76143 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was replaced on (B)(6) 2019 and would be returned. The hospital was currently in possession of the pump. It was noted the patient¿s logs showed a pump motor stall, critical alarm notice, and pump recovery four times between (B)(6) 2019 and (B)(6) 2019. The last motor stall recovery occurred on (B)(6) 2019 at 6am. The pump was set to minimal rate. There were no environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting was not performed by the rep. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported or anticipated.